Event description:
It was reported that during an unknown procedure, it was observed that many nails that were not closed were expelled. It was further reported that the tissue could not be opened and exited after clipping. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 07/24/2025. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - please provide more details for "tissue cannot be opened and excited after clipping" - did any piece's fall into the patient? If yes, were they retrieved? - will all pieces be returned with the device? If no, were they discarded? - did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line - was the device locked on tissue with the jaws closed? If yes, how was the device removed? - what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? - did the jaws eventually open? - is the current patient status known? - was there any patient consequence or change in the post-operative care of the patient as a result of the event? A manufacturing record evaluation was performed for the device batch e24120023, and lot number e240000518/e240000517 no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.